Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the registered nurse tried to suction the patient, but the graphic user interface touchscreen was nonresponsive. The ventilator was power-cycled, and the issue was resolved. About four hours later, the touchscreen was nonresponsive again. During both incidents, the ventilator continued to ventilate the patient. There was no harm to the patient, who was placed on another ventilator.